Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was performing the first level (c5/6) of a two level cervical disc arthroplasty on (B)(6) 2011 when the scrub nurse discovered contamination by foreign bone material in the 6mm box cutting chisel (before use). Device was swapped for the 5mm box cutting chisel to prepare the posterior end of the keel cuts for the optimal insertion of the implant. This was also discovered to be contaminated by foreign bone material. The surgeon attempted to clean the keel as best as possible using the keel cleaner before proceeding to place the implant with just the channels created by the keel cutting chisel. Reportedly the lateral x-ray of this level appears unremarkable and the surgeon was not concerned about the possibility of compacted cancellous bone in the keel.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This problem only affected the first level as the second level (c6/7) was determined to be a 7mm implant, and the 7mm box cutting chisel was clean. This is report 1 of 2 for complaint (B)(4). (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.